Event description:
"A celsite catheter was implanted on (B)(6) 2014 without any complication. When the pt would be submitted to the sixth cycle of chemotherapy, she refers pain, further the catheter does not evidenced return. The doctor did ordered c-ray images to see the catheter. In fact it was broken. So then, the pt was subject to a surgery with anesthesia. The catheter was removed without any complications."

Manufacturer narrative:
Batch history review: the MFR file was reviewed. It is compliant without specs and no abnormality was detected. No other complaint from another health facility was reported to us on this access ports batch. Investigation: no device returned for eval. No x-ray pictures returned for eval. Conclusion: the elements in our possession cannot allow us to conclude on the root cause of this incident. Out complaint handling database does not show any increasing trend for this type of complaint. It is an isolated case. No corrective action is envisaged. It is worth noting that the celsite access port, reference 4430409 is not cleared in the us, but this device has the same catheter as the referenced 05433750 (k130576).